Manufacturer narrative:
Unit received with constant pump error 38 during rewind due to corroded motor home switch. Corroded printed circuit board noted during visual inspection. Unable to complete testing due to pump error 38. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump errors. Customer's blood glucose level was 333mg/dl. Customer was not able to rewind the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.